Manufacturer narrative:
(B)(4). Investigation summary: one sample was received for evaluation. It came in an opened packaging blister with needle assembly with a plastic shield. Two pieces of white epoxy with approximately 3/16,¿ and the other is 5/16¿ long are attached to the plastic hub with a piece of tape. No other defect was observed. This is the 1st complaint for this lot and product. This lot was produced for (B)(4) units. This gives a cpm of 0.5. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a potential root cause can be attributed to the needle assembly line. The plastic hub is placed under the cannulator, and then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic hub is assembled. In this case, a jam may have occurred at the cannulator inducing the excess of white epoxy on the needle. Rationale: CAPA not required at this time.

Event description:
It was reported that bd¿ blunt fill needle had foreign matter on the tip of the needle. This was discovered before use. The following information was provided by the initial reporter: material no: 305180 batch no: 9322527. It was reported that there was a "white paint like substance" on the tip of the needle upon opening the package.